Event description:
An electronic report has been received from a hemodialysis user facility. The facility reported that in the last 4 mins remaining of the dialysis treatment, the venous line broke away from the twister device of where it is attached. It broke at the base of the white plastic disc. Reportedly, during this event, the pt remained stable with a bp of 124/44 with a drop down into the 90's. The facility reported that "the patient lost a lot of blood". The initial reporting rn also stated that she felt that amount of blood loss was hard to estimate. It was learned that the blood contained in the treatment set was not able to be returned to this pt. The rn also reported that the pt denied any symptoms from this event and was reportedly stable. The pt had stat blood work ordered by the md and the results were reportedly stable and did not results in any medical intervention. The pt was discharged to his home. The pt did have a repeat lab draw and reportedly, those results have remained stable. The sample has been saved for evaluation. The rn has also verbalized that the pt is fine and was dialyzed today (2008) and has remained asymptomatic from this event and has not received or required any medical intervention or treatment from this event. There is a sample that is available for an evaluation.

Manufacturer narrative:
Device history record review: no indication of the reported defect found during the DHR review. Lot meets all released criteria. Sample analysis: we received a twister assembly without original packaging. During visual analysis, we could detect a broken port on the venous port on the top of the twister. We rotated the arterial port at the top to prove if the port broke and no defect was reproduced. On visual analysis, on the broken port and the tubing we could not see any mark that may have caused the broken port. In addition, this twister is from the new mold with cavity number 2. Conclusion: the reported complaint is confirmed. Corrective action: has opened corrective action to address broken ports of the twister. The findings of this investigation could not clearly ascertain the possible root cause that led to this failure. Progress and completion of CAPA is under management review control per current procedure. Action will continue to monitor occurrence and to implement changes to eliminate this failure mode.